Event description:
A malfunction was reported with the code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if the issue reappears. The customer acknowledged and understood the instructions given.